Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd utilizing the liberty select cycler and the patient event of hospitalization for acute pulmonary edema and respiratory failure with hypoxia. There is no documentation in the complaint file to show a causal relationship between the patient¿s hospitalization and use of the liberty select cycler. The pdrn reported the patient is oxygen dependent and not very mobile. The patient had been having issues with fluid balance, unrelated to pd therapy, prior to the hospitalization. The physician recommended the patient adjust the solution strengths for treatment to resolve the issues; however, the patient ended up in the hospital. Decline in physical function is common in patients with chronic kidney disease on dialysis and lung congestion is a major factor implicated in poor physical functioning of patients with end-stage renal disease on pd even before the appearance of clinically detectable dyspnea. The patient continues pd therapy utilizing the same liberty select cycler since being discharged from the hospital. Based on the available information and no allegation or evidence of a malfunction, the liberty select cycler can be excluded as causing the patient¿s hospitalization. Plant investigation: no parts were returned for physical evaluation. A records review was performed on the reported serial number. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. Device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 06/29/2023 this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages received during treatment utilizing the liberty select cycler. During the call the patient reported an emergency and disconnected from the treatment. The patient drained manually. During a follow-up call with the patient, it was reported that the patient felt bad and had trouble breathing. As a result, the patient was hospitalized on (B)(6) 2023 for excess fluid in the stomach. The patient was at the hospital at the time of the call. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 due to difficulty breathing. The patient was admitted to the hospital with a diagnosis of acute pulmonary edema and respiratory failure with hypoxia. It is unknown if the patient had been in active pd treatment at the time of needing to go to the hospital. The details of the treatment administered to the patient during the hospitalization were not available. The cause of the patient¿s pulmonary edema and respiratory failure were not documented in the patient¿s record. The patient was discharged on (B)(6) 2023. The pdrn stated this patient is oxygen dependent and not very mobile. The patient is dependent on her spouse for most daily activities. The pdrn stated this causes issues with fluid retention. The patient recently had issues with fluid balance from causes unrelated to pd therapy. The patient was reportedly dehydrated. The physician instructed the patient to use 1.5% solution instead of 2.5%. This resulted in the patient having excess swelling. The physician then instructed the patient to utilize 2.5% and 4.25%. The pdrn stated that is when the clinic was informed the patient had been admitted to the hospital. The patient reported the only issue using the liberty select cycler prior to the hospitalization was the draining slowly message received on 06/29/2023. The pdrn stated the message was most likely caused by a positional issue or the patient¿s constipation. The patient stated she is continuing to complete pd therapy on the same liberty select cycler with no issues.